Manufacturer narrative:
Concomitant products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported their implantable neurostimulator (ins) was implanted in their right hip and over a year ago it moved about 3 inches over from where it was originally implanted. They met with their manufacturer representative a couple months ago and they said ¿everything was working fine¿. The patient¿s health care provider (hcp) was not concerned about it moving.

Event description:
Additional information received stated that the patient was still having concerns with their implantable neurostimulator (ins) device, but were working with their doctor or manufacturing representative. It was noted that no appointment date had been set. A supplemental report will be submitted if additional information is received.